Manufacturer narrative:
Reported event: an event regarding wear involving a metal head was reported. The event was confirmed by medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: information is provided from (B)(6) hospital in (B)(6). Pathology and cytology report reveals left hip tissue consistent with fibrous tissue and fibrin deposition with low probability of infection and negative for inflammation. Orthopedic hardware was identified. A frozen section was done which revealed a low probability of infection. Other associated laboratory tests are provided. An operation and procedure report was provided dated (B)(6) 2019. The preoperative diagnosis was left total hip arthroplasty metallosis and the postop diagnosis was the same. The procedure performed was a revision left total hip arthroplasty with debridement of pseudo-tumor, caseation tissue, femoral head and liner exchange. Multiple frozen sections were negative for infection. Implants utilized were a stryker polyethylene liner and a femoral head with sleeve. Operative findings revealed the abductor tissue and external rotators and capsule to be destroyed due to metallosis and there was a caseating appearance to the abductors and soft tissue around the hip including the capsule. A debridement was carried out. The cup was well fixed and left in place. A new liner was impacted. The femoral head was replaced with a ceramic head with a sleeve. No other information was provided. Conclusion of assessment: this inquiry reports the revision of a left total hip replacement approximately nine years after implantation due to metallosis. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Metallosis is multi factorial including implant factors, surgical technique and patient factors. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.